Event description:
It was reported that the plaintiff was implanted on or about (B)(6) 2008 with a perigee mesh sling. Following the surgery, the plaintiff experienced "excruciating" pain on an ongoing basis, recurring infections, mesh erosion and she cannot engage in sexual relations. The plaintiff has taken and continues to take pain medications on an ongoing basis. The plaintiff has experienced significant physical, psychological and emotional pain and suffering, and has sustained permanent and debilitating injuries, and continues to experience problems with incontinence and prolapse.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent. (B)(4).